Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had error code 120.4630 and gives an audible alert. The biomed replaced the battery and ensured the power cable is tightly secured but still received the same error. When attached to alaris system manager, it communicates normally but does not appear to generate a log. There was no patient involvement.

Event description:
It was reported that the pcu had error code 120.4630 and gives an audible alert. The biomed replaced the battery and ensured the power cable is tightly secured but still received the same error. When attached to alaris system manager, it communicates normally but does not appear to generate a log. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the power regulator pcb. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.